Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Initial reporter: occupation = patient. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported by the patient, a gunther tulip inferior vena cava filter was placed fifteen years ago prior to an unknown surgery. Recently, the patient has experienced "poor health" and during a CT scan, it was discovered that her filter was "breaking apart". A portion of the filter was reportedly on her pancreas and another in her vertebrae. Her treating physician removed the filter, which was both placed and removed at the same facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported by the patient, a gunther tulip inferior vena cava filter was placed fifteen years ago prior to an unknown surgery. Recently, the patient has experienced "poor health" and during a CT scan, it was discovered that her filter was "breaking apart". A portion of the filter was reportedly on her pancreas and another in her vertebrae. Her treating physician removed the filter, which was both placed and removed at the same facility. Investigation evaluation: a review of the complaint history was conducted during the investigation. The complaint device was not returned to cook for investigation. A device master record review was performed, including device specifications, manufacturing instructions, and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A complaint search for complaints on the same lot was not possible due to the lot number not being provided. The device history file was reviewed, and risk controls are in place for this failure mode. The information provided upon review of complaint file provides evidence to support that the device was manufactured to specification, as there are adequate inspection activities established and objective evidence that the DHR was fully executed. It was also concluded that there is no evidence that nonconforming product exists in-house or in the field. The product IFU provides a device description, intended use, contraindications, warnings, precautions and potential adverse events pertaining to use of the gunther-tulip ivc filter. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.